Event description:
It was reported by the customer that one module found with right iui green corrosion. This was reported to bd representatives during their site visit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative investigation summary: the complaint that one module was found with right iui green corrosion was not confirmed with the information provided via email. No device was returned for this investigation; therefore, inspection, testing and log review could not be performed. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3.1 states that use only disinfectants recommended by bd to clean and disinfect the bd alaris¿ system. Use of unapproved disinfectants can result in incorrect device operations. The best practices for cleaning bd alaris¿ system devices tip sheet also states: remove the iui connector covers. Apply 70% isopropyl alcohol (ipa) directly to the dedicated iui cleaning brush. To prevent cross-contamination, do not dip the brush into the ipa. Clean both iuis with the dedicated iui cleaning brush. Brush the iui connectors up and down. Do not brush them side to side as this can damage the pins. There was no patient involvement. Root cause: the root cause of the report that one module was found with right iui green corrosion was not determined, as no device was returned for the investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that one module found with right iui green corrosion. This was reported to bd representatives during their site visit. There was no patient involvement.